Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005348, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "(B)(4)". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6005348 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine 12 on 08-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no testing is required. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 1300 mg/dl at the time of the event. No further information available.